Manufacturer narrative:
Follow-up # 1 date of submission 09/11/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/22/2013 with the following findings:during a visual inspection of the pump, the keypad cover was observed to be missing, exposing all of the key contacts. During testing, the contrast keypad button was unresponsive due to a missing key contact; all other keypad buttons responded properly. Contamination was found under all key contacts. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored. When replaced with a test display, the screen functioned properly. Additionally, a crack was observed along the pump battery compartment.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an issue with the buttons on the keypad (tactile changes/unresponsive). The information provided indicated that the buttons took multiple pushes to respond. This issue was observed for about a year. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. A replacement pump was sent to the patient.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.